Manufacturer narrative:
Device was received and evaluated. Evaluation found that the objective lens was found with dirty lens. Dents were observed on the c-body and breakage on the internal guide image lens were observed. Buckle on insertion tube observed. The identified parts were replaced. Device was repaired, once completed , the device was tested and passed required testing and specifications. The reported failure was confirmed . The likely root cause of the issue likely attributed to users handling issue and or maintenance issue.

Event description:
It was reported that during a diagnostic endobronchial ultrasound bronchoscopy (ebus) procedure, the ultrasound was reported to be not clear enough to safely proceed with the biopsies. The issue occurred at the beginning of the procedure. There was a delay of unknown time and the procedure was not completed. No details provided as to when another procedure is scheduled. There were no further details provided regarding the event. No patient harm or injury reported.

Manufacturer narrative:
This supplemental report is being submitted to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Please see updated sections.